Manufacturer narrative:
During the investigation conducted by the manufacturer, it was found the metal object that fell from the collet was a straight pin. A corrective and preventive action project was opened in order to evaluate the root cause. Based on the project investigation, there are no design changes for the collet. Un-pressing and re-pressing of straight pins into the same hole on the shaft results in lack of tight press fit thus causing pin fallout conditions. The sequence of events used to build the pin collets was reviewed and re-training was found to be needed to ensure that pins are not being repressed when building the product.

Event description:
It was reported that a metal piece fell out during cleaning. There was no pt involvement or adverse consequences related to this event.